Event description:
A ralc45 device was connected to an idrivec device. The ralc device was calibrated, positioned, then closed. Upon firing the device, the staples did not form properly. Another device was used to complete the case.

Manufacturer narrative:
After analysis it appears that the staples were not fully deployed during the firing sequence. It could not be determined why this failure mode occurred.